Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead's sealing rings on the pin came off during device change out. The field representative was not able to give a comprehensive information whether an intervention was done for this lead. This lead remains in service as of this time. No adverse patient effects were reported.